Event description:
It was reported that the device was difficult to remove. A direxion hi-flo catheter was selected for use in a uterine fibroid embolization procedure. During the procedure, it was noted that the catheter was difficult to remove from the patient and the guidewire used also became bent. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that the device was difficult to remove. A direxion hi-flo catheter was selected for use in a uterine fibroid embolization procedure. During the procedure, it was noted that the catheter was difficult to remove from the patient and the guidewire used also became bent. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device shaft was analyzed for any damage. The devices shaft showed damage 2cm and 3cm from the tip. A .014 test guidewire was inserted into the device. The guidewire would not transcend through the lumen. The device was occluded. The device was soaked for a period of 24hrs and retested by inserting the guidewire. The guidewire did transcend through the lumen and it was noticed that blood and possibly contrast was in the device. The direxion od was measured on a laser micrometer and measure .0382 diameter which is in the specification. The device was then inserted into a terumo test guide catheter (.041id) and the device transcended through the device; however, removal was difficult. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.